Event description:
It was reported that 16 bd q-syte¿ extension sets 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: I received feedback from the head nurse that the product q-syte leaked from the place where the infusion set was connected, soaked the patient¿s bed sheets, and did not cause harm.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/8/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two used q-syte units, extension tubing, and an opened package. During the visual examination it was observed that there was damage to the septum. Further microscopic analysis of the septum revealed that there was a tear at the column wall in both units. The leakage test was performed on the units in the unactuated and actuated positions. Leakage was observed from both units. The reported defect was confirmed. This type of damage can occur in the user environment due to excessive actuations and/or extraneous force or during manufacturing, but the exact root cause could not be determined as the devices had been opened and used. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 16 bd q-syte¿ extension sets 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: I received feedback from the head nurse that the product q-syte leaked from the place where the infusion set was connected, soaked the patient¿s bed sheets, and did not cause harm.